Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient heard intermittent single beeps coming from their controller at various times.  Log files revealed that the battery was power switching.  It would switch over at 82 percent charge on its own.  The battery was replaced.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed that the controller in use during the reported event did not contain the smr upgrade. Analysis of the data file revealed several premature power switching events that may be due to communication error and/or due to momentary disconnections. However, the reported intermittent beeps are most likely attributed to momentary disconnections between the controller and battery. As a result, the reported event was confirmed. The most likely root cause can be attributed to momentary disconnection between the controller and battery. Internal investigations have been opened to evaluate communication errors and momentary disconnections. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.